Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with broken front housing and worn upstream occlusion seal. Event history log review was performed and found no evidence of reported problem. The customer reported problem was confirmed. Investigator replaced the pump worn piezo, replaced clock battery, worn uso seal, dso, piezo, keypad, overlay, and front housing due to broken standoff. Loaded software and calibrated the device and pump passed all testing. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump's piezo was distorted. This was discovered during testing with no patient present at the time of the event. There were no adverse events reported.